Manufacturer narrative:
Correction: lot number updated. The device history record review was unable to be performed as the reported lot number (474) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after the&#590;ternal carotid artery thrombectomy with the retriever (subject device) was performed, the right m1 segment occlusion remained. Therefore, percutaneous transluminal angioplasty (pta) was performed with a balloon microcatheter; however, the right m1 segment was not recanalized. The following day, the patient suffered asymptomatic intracerebral hemorrhage and the patient's blood pressure was maintained as treatment. The physician's opinion that was reported indicated that it is unknown which devices (retriever or balloon) were related to the asymptomatic ich. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that after the internal carotid artery thrombectomy with the retriever (subject device) was performed, the right m1 segment occlusion remained. Therefore, percutaneous transluminal angioplasty (pta) was performed with a balloon microcatheter; however, the right m1 segment was not recanalized. The following day, the patient suffered asymptomatic intracerebral hemorrhage and the patient's blood pressure was maintained as treatment. The physician's opinion that was reported indicated that it is unknown which devices (retriever or balloon) were related to the asymptomatic ich. No further information is available.